Manufacturer narrative:
H6 codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest a serious injury. Therefore, this event should be reported for malfunction but not for serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the urinary retention was experienced since prior to having the device implanted and stated that it has not worsened. Patient stated she hasn't gotten any better. The patient stated that when passing through tsa, she forgot to turn the device off and it was defected. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient stated they were  getting up 4 times a night. Patient services reviewed how to increase stim, and patient was able to increase stim to a comfortable level. No further complications were reported. Additional information was received from the patient. They reported that they were still having therapy concerns, they had tried programs 1-5. The went on vacation recently and they were worried they messed something up when going through the airport because they forgot to turn it off before going through the tsa scanner. When the patient was on the plane they noticed a little area of back pain on the left side of their back. They initially thought it was just back pain, but normally their back pain was across the whole back, not just one specific area. They also wondered if altitude affected them as well. When they were on vacation they would wake up every morning with the feeling of uti and feeling of pressure like they had to pee all the time, but nothing came out. They were drinking cranberry juice and water and by the end of the day they would feel better until they woke up the next morning with the same feeling. They wished they never got the device because it was not helping. They were getting up 6-7 times a night. Reviewed how to change from program 5 to program 6 and recommended they monitor their symptoms. If unable to find an effective program, they were redirected to their physician.